Event description:
Caller states that the customer tested 298mg/dl , and was feeling weak, lethargic, and cold. The paramedics were called and tested customer at 80mg/dl and 30mg/dl. No timeframes between any testing was provided. Customer reportedly was treated with a glucose IV once she arrived at the hospital. She was not admitted, was released hours later. Caller reports that customer's results have been higher lately, and that her diabetic pills may have been doubled as a result. No quality controls were used. Requested return of suspect device, and replacement was sent.